Event description:
It was reported that the pt was not a surgical candidate. While in the cardiology department, the md inserted a sheath via the right groin and the intra-aortic balloon (iab) was inserted successfully. Approx 36 hrs later, blood was noted in the tubing of the iab. Iab was removed 2 hrs later; pressure was applied. The pt developed a hematoma and pseudo-aneurysms (2). The pseudo-aneurysms were successfully treated with thrombolytic. It was noted that the pump did alarm.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.